Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted on (B)(6) 2014 at levels c4-c7 with an anterior cervical plate and non synthes allograft bone cages. The patient¿s death occurred on (B)(6) 2014 with possible relation to a hematoma in neck. The cause of death is unconfirmed. The devices remain implanted in the patient and will not be returned. This is report 15 of 17 for (B)(4).